Manufacturer narrative:
Evaluation: the device was returned in a used condition along with a 1cm sheared section of the t5.0 tubing and a shaving from the hnb5.0 tubing. This type of damage suggests that contact was made with the stiffening cannula during withdrawal. We can advise that we are aware of the potential for this to occur and have initiated the necessary corrective action in an effort to prevent a recurrence of this event. The appropriate personnel have been notified of this event.

Event description:
During advancement, the cannula sheared off some small pieces of the catheter. These pieces were noted after the catheter was removed and flushed and there was also a small piece of the light blue catheter that was found with the biopsied tissue.